Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed failure stating; "the unit doesn't work at all. The device was customer damaged by utilizing the wrong cleaning procedure." This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, there was sporadically no picture, then total failure. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.